Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via email that he suffered a severe low blood glucose of 30 mg/dl and was hospitalized. The occurrence happened in the past. He was unsure of what caused the hypoglycemia. The insulin pump was not returned for analysis.